Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the bottom case tamper seal was broken, and a chipped top case. The device's event history log was reviewed for evidence of the reported problem and found motor rate error? In the log. To conduct functional testing an occlusion test was performed. Upon testing, motor rate error was found intermittently during occlusion test. It was determined that the worm coupling, lead screw, and both clutch halves were the root cause. The worm coupling, lead screw and both clutch halves were replaced. The device then passed all functional tests. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown, corrected data: health effects corrected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a smiths medical pump displayed a motor rate error (intermittent problem). No adverse patient effects were reported.